Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.

Event description:
Customer reports rash on face and inflammation on the inside of nose, mouth and lips. The customer consulted with his md and was prescribed antibiotics that did not clear up the rash.